Manufacturer narrative:
.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. Upon interrogation, the atrial lead exhibited loss of capture; it appeared to be capturing in the right ventricle. The lead had dislodged. The lead was explanted and replaced on (B)(6) 2014. The patient was in good condition after the procedure.